Event description:
A mitraclip delivery system was noted to have a defective diaphragm with a small crack in it. When it was inserted into the patient, it caused an air embolus. Lot #50402r1064. Patient had an air embolus in the right coronary artery, causing a transient right coronary artery (st-elevation myocardial infarction) and right ventricle failure requiring pressors and inotrope support. Patient required cardioversion due to v tach and then afib with rapid ventricular response. Rv systolic function recovered, and inotrope support was titrated down. The team immediately responded, and the patient's condition was stabilized. The procedure was successfully completed after the patient's condition stabilized. The patient went to cardiovascular intensive care unit post procedure for close monitoring.